Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified; however, there was no failure identified regarding insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose level (bg) was >600 mg/dl and was addressed by manual injection. Reportedly, the customer felt high bg was due to the cartridge not being loaded on properly and reported that the pump was not delivering insulin properly after the cartridge was loaded. Customer technical support offered high bg troubleshooting; however, the customer declined. Reportedly, the customer had manual injections as alternate insulin therapy. At the time of report, bg was 219 mg/dl.